Event description:
Home pt reported cracks in 2 minicaps. Per home pt, the crack was noted right below the finger grip area in both caps. Per home pt, no pt injury was associated with these incidents.